Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear). (Shell thickness was within specification). Additional observations: yellow particle observed on the device. Crease fold observed on the device. Wear abrasion observed on the device. Black particle observed on the device.

Event description:
Healthcare professional reported left side rupture. Device is explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported, left side rupture. Device has been explanted.